Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 7:30 a.m., the customer obtained a blood glucose reading of 189 mg/dl on a contour next ez meter. Upon repeat testing at 7:31 a.m. On a different meter, a reading of 102 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter, test strips and control solution were sent to the customer.